Event description:
Fluid oozing from under op-site dressing covering exit site of catheter. Defect not visible to naked eye but apparent when catheter is flushed; area is 7 cm from tip, proximal to dacron cuff.